Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bilateral adnexectomy - "during surgery the screwed cap got detached (sectioned) and was found inside the patient. During withdraw of the optic it was removed but could not have been seen and stayed in the patient. The part detached from the device was the cap covering the insufflation port." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the luer cap had separated from the strap attachment. The strap attachment was analyzed under a microscope and jagged fracturing and melting damage were noted. Based on the evaluation of the returned product, the root cause of the incident is likely due to a heated instrument coming into contact with the luer cap; however it is unknown how the cap could have entered the patient. While the device is in use, the gelseal cap attaches to the alexis wound protector/retractor which seals the incision site and would eliminate any channel into the patient. All gelpoint units undergo 100% visual inspection during the assembly and packaging process. This document represents our final report.